Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver bupivacaine and dilaudid (hydromorphone). Dose and concentration information was unknown. It was reported that the rep went to interrogate a patient's pump post-magnetic resonance imaging (MRI) about 13 hours after the patient had a half hour scan and neither a motor stall or a recovery showed up in the logs. The rep did get the "529" notification, indicating that the motor stalled and recovered. It was confirmed that this was the first interrogation of the patient's pump with the new software. It was noted that the flow rate was at the lowest simple continuous setting.